Event description:
It was reported that the patient presented in clinic after receiving inappropriate atp and high voltage therapies due to noise on the right ventricular lead. The lead also exhibited loss of capture. The lead was capped and replaced. Patient was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.